Event description:
Laparoscopic cholecystectomy (4 separate cases) - "on 4 occasions during lap chole procedures; the clip applier with lot # 1167849 malfunctioned by not properly firing the clips. On the 4 occasions, the clip was either introduced in the jaws, would 'spit' out of the jaws prior to full closure, or would misfire completely resulting in scissoring. The tissue the clip was being applied to was not out of the normal (ie, too large). The procedure was finished each time with either the original clip or an additional clip was opened. Clips the misfired or 'spit' out were retrieved before the end of the procedure."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.